Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The hospital biomed verified the malfunction. The biomed inspected the device and replaced the bdu pcb. The unit passed extended self testing.

Manufacturer narrative:
Puritan-bennett was not authorized to evaluate or repair the device.